Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer (fse) was found that the matrix drawer 6 rails were sticking, preventing the drawer from opening. The pyxis unit was then powered down, and the back panel was opened to access the drawer. The matrix drawer was removed, and both drawer rails were replaced to restore functionality. The system functioned as intended after the field service engineer repaired the device.